Manufacturer narrative:
The distributor, idexx, supplied a new replacement centrifuge unit and a rt12 rotor kit to the customer to resolve the issue. (B)(4).

Event description:
While spinning the samples in statspin ssvt-1 centrifuge unit, the customer noticed that rt12 rotor broke and escaped from the centrifuge during mid cycle. The customer stated that the safety shield was not in use at the time of event. There is no report of injury or exposure to the operator and no medical attention needed due to this event. The escaped pieces flew about 20 feet in radius in the lab.